Event description:
Pt called lfs on 01/2002 alleging pt's ot basic meter was giving inaccurate erratic readings. The call was documented. Per casepoint questions: "customer tested blood glucose and obtained a reading of 388. Pt took regular dosage of insulin at night and was rushed to the hosp. At hosp blood glucose read 20 mg/dl. Pt was given food and does not remember what pt was treated with."